Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was found unresponsive in their room with an active red heart alarm but nothing on the screen. An audible alarm was heard over the phone during a call with the ventricular assist device (vad) coordinator. The patient was brought to the hospital and log files were submitted for review. The vad coordinator stated that there were no alarms noted at 0411 which was when the audible alarms were heard. Review of the log files by technical services noted that the event log file captured low flow events on 19jun2025. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 liters per minute during the events. The log file also contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index was dynamic and elevated. The low flow readings did not appear to be the result of any external equipment malfunction.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. A specific cause for the alarms, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not be conclusively determined through this evaluation. It was reported that the patient was found unresponsive with active ¿red heart alarms but nothing on screen.¿ additional information was provided that the cause of the unresponsiveness was not determined but was thought to likely be cardiac arrest. The cause of the alarms was not determined either. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the death was not considered to be device related, the device operated as expected, and an autopsy was not performed.

Event description:
A cause of the red heart alarms was not able to be identified. A cause of nothing being seen on the controller screen was not able to be identified. No equipment was exchanged. It was thought that the patient was unresponsive due to cardiac arrest. The patient passed away.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed low flow alarms. A specific cause for the alarms, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not be conclusively determined through this evaluation. The cause of the alarms was not determined either. The submitted controller event log file contained data from 19jun2025. Estimated flow typically ranged from 3.3-4.4 liters per minute (lpm). Low flow events, including multiple low flow alarms, were captured between 09:29:33 and 09:48:44. During these events, estimated flow was captured at 2.1-2.4 lpm. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. Heartmate 3 lvas, serial number (B)(6) , was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.